Event description:
It was reported that the reservoir of a small volume intermate contained particulate matter. This occurred during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f004 was manufactured from june 6, 2014 to june 11, 2014. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted a solid white particle approximately 1.99mm in size, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The assignable cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.